Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced damage/deformation/cracking. Product defect was noted during use. The following information was provided by the initial reporter: it's noticed that the septum damaged during use.

Manufacturer narrative:
Investigation summary: received one q-syte unit within an open package from lot 8025546. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual examination: the q-syte¿s top and bottom bodies were received separated at the weld joint. Adequate traces of weld were observed on the rims of both the top and bottom bodies. Damage (tears) was observed on the slit of the septum top disk. No damage was observed on the column wall, the bottom slit or any of the remainder components. Conclusion(s): indeterminate - the unit returned for investigation did not display any adverse characteristics that would contribute to the defect the customer experienced. There was no physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Traces of a weld line on both the top/bottom bodies of the q-syte assembly is an indication that a bond was provided during the manufacturing process.

Event description:
It was reported that the bd q-syte¿ luer access split septum experienced damage/deformation/cracking. Product defect was noted during use. The following information was provided by the initial reporter: it's noticed that the septum damaged during use.